Event description:
Additional information received reported that 2 non mdt deb's were used as treatment for the previously reported revasc of the left popliteal as treatment and no cutting disc was used

Event description:
During index procedure one in.pact admiral paclitaxel-eluting pta balloon catheter was used to treat a lesion located in the left popliteal segment 2 (l1). Approximately 21 months post index procedure the patient had stenosis of left popliteal which was treated approximately 1 month later with a deb and cutting balloon. The event was related to the treated lesion (l-1). The investigator assessed the event as probably related to the study device, no relation to the procedure or drug. Event is resolved.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stenosis). Evaluation conclusion: known inherent risk of procedure (stenosis). (B)(4).